Event description:
Patient suffered tracheal injury following initial placement of nerve monitoring endotracheal tube. Balloon of endotracheal broke off within patient during insertion and retrieved post-extubation. Thoracic surgery team was consulted and performed the repair of the tracheal injury.